Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had black o rings in the compartment was missing . Customer's blood glucose value was unknown at the time of the incident. Customer reports the drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion or verify motor error alarm due to broken reservoir tube lip. However, device was received passed displacement test, rewind test, prime test and excessive no delivery test. Motor passed motor test. Device had missing reservoir tube o-ring.